Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. The target lesion was located in the lower limb venous. A 135/20 renegade hi-flo was selected for use. During the prep for the procedure, it was noted that the device fractured in the middle of catheter when pulled from the protective sheath after flushing. The procedure was completed with another of the same device. There were no patient complications were reported.

Event description:
It was reported that the device was fractured. The target lesion was located in the lower limb venous. A 135/20 renegade hi-flo was selected for use. During the prep for the procedure, it was noted that the device fractured in the middle of catheter when pulled from the protective sheath after flushing. The procedure was completed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The shipping hoop was hydrated, and the device was removed. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching located 4cm from the hub and a fracture located 7.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.